Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4: batch # 176c81. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a damaged shroud post and with a gst60d reload present. The reload was received unfired. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what may have caused the shrouds to be damaged. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 176c81, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a gastric bypass procedure that on the first fire with the white reload everything went fine they took the device out to reload with the second white reload and the reload would not go into the gun. Had multiple people tried to load device far enough into the jaws to sit properly. Another like device was used to complete the procedure. Rep tried after case with gloves on too and could not get it to go in either. There were no adverse consequences for the patient. No buttress used.